Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 72 mg/dl at the time of incident. The pump was unable to be turned on and troubleshooting could not be performed, although it was found that the pump may have been exposed to moisture from sweat. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump passed the functional testing, including the currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No blank display anomaly was noted. However, moisture damage was found on the mother board and motor. The pump had a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, minor scratches, cracked display window and a missing end cap sticker.